Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced persistent elevated blood glucose readings around 215¿230 mg/dl despite correctional insulin, without food intake reported, and with no observed insulin leakage or delivery alerts; the user was using a new inset 23" and was advised that a bent cannula could limit insulin absorption, with a plan to allow more time before considering an infusion set change. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.